Event description:
Patient reported the side button of the infusion device is damaged. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and returned for evaluation. A preliminary evaluation revealed the soft components of the housing are worn down heavily and restricted handling of the infusion device is a possible implication. Therefore, moisture may enter the infusion device and destroy the functionality of the buttons and the electronics. Additional information will be submitted when the evaluation is completed.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. (B)(4).